Event description:
A 2.5 mm diameter x 18 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of a pda lesion. The vessel morphology was reported to be tortuous with severe calcification. It was reported that the physician was attempting to reach the lesion site; the stent was unable to cross the lesion. The sds was pulled back; upon removal the stent was noted to have dislodged and remains in the proximal rca. It was reported that a balloon was inflated at the site of the dislodged stent to adhere the stent to the vessel wall successfully. No additional clinical sequelae were reported and the patient's condition is unknown. Medtronic has received the device and its analysis has been completed. The returned device confirmed that the stent was no longer present on the balloon. The distal portion of the tip was damaged. The balloon has not been inflated. There is evidence that the stent was adequately mounted on the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united stated distributed product.